Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is because the patient has arthrofibrosis and requires a clean up and poly insert swap. Primary surgery occurred on (B)(6) 2018. Revision surgery is planned for (B)(6) 2021. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is because the patient has arthrofibrosis and requires a clean up and poly insert swap. Primary surgery occurred on (B)(6) 2018. Revision surgery is planned for (B)(6) 2021.